Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficult to deploy the plunger and malposition of the clip include, but are not limited to, incorrect positioning of the device, vessel locator not pulled back against vessel wall or user pulls back on the device during clip deployment. Factors that may contribute to entrapment include, but are not limited to, device stuck on tissue such that the vessel locator wings would not retract or vessel locator not placed against the surface of the vessel. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se after a peripheral arterial occlusive disease (paod) procedure with a small hole sheath. Reportedly, the plunger was difficult to push in, and the device was stuck in the skin. The skin was pulled apart with forceps to remove the device. The clip did not catch the vessel wall. It was loose outside the patient. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.